Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt was scheduled to have the lens explanted and replaced with another model lens. The reason for the planned lens exchange has not been provided. Additional info has been requested, but has not been received.